Manufacturer narrative:
Sv 3.0d pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that half of reservoir lip where they screw it in has come off and the reservoir is unable to lock in place when inserted into pump. The customer¿s blood glucose level was 238 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.